Event description:
The dr claims that the graft was implanted on 2/8/93, as a replacement for the ascending arcuate artery. Medications given at the time of surgery were warfarin, aspirin and ptca. 1.5 months post-op on 3/3/93; the pt developed symptoms of heavy bleeding and was subsequently hospitalized and recovered. The dr stated that the event was related to the surgical procedure and that a hemothorax occurred while taking warfarin and aspirin. The dr also stated that problems may occur when anti-coagulants are used.